Event description:
Per the clinic, the patient experienced non-auditory percepts and pain around the implant site, and pain with and without stimulation, leading to device non-use. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient has no intention of re-implantation as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2013.